Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that this patient had high impedance which the doctor believed the high impedance suggested a break in the wiring. Additional information was received from the patient¿s mother who stated that the patient is having uncomfortable stimulation and the device is pulsating in the patient¿s neck. The patient¿s device was turned down to 0.75ma. The patient¿s mother also stated that the patient has migraines, nausea, and vomiting, and feels that his heart speeds up since receiving the m106. Clinic notes were received which stated that the patient feels that his vns is not working and he is still having seizures, mostly under stress due to living conditions. The neighborhood they live in is quite violent. It was stated the patient¿s spells began 3 months ago, and the patient feels they are worsening. The doctor stated that the patient had an increase in seizures, although this was felt to be due to vns malfunctioning. Additional information was received from the patient¿s mother stating that the patient's left neck began to swell and the patient went to the ER. They had no way to program the device off. Steroids were administered and the swelling as since subsided. The patient's device was disabled shortly after this and the patient is doing slightly better. This patient received a lead and generator replacement. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Additional information was received from the physician's office stating that the patient's increase in seizures were below pre-vns levels. The cause of the patient's swelling at the electrode site, increased seizures and painful stimulation was due to the high impedance, and it was stated that the device was not working well. The patient's migraines, nausea, vomiting and increased heart rate were not believed to be related to vns stimulation. The device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Evaluation method code, corrected data: initial report inadvertently did not list all applicable method codes.